Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms or blank display noted. Intermittent button response noted due to corroded keypad traces. No unexpected vibrating or unexpected noises noted during testing. The device had a cracked case on the display window corners, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.